Event description:
Pt's adverse events were forwarded to merz aesthetics, inc. By (B)(4) at merz (B)(4). Dr. (B)(6) injected a female pt for nose augmentation two weeks ago and the pt came back a week later with redness. Dr. (B)(6) prescribed "flucloxacillin" for 7 days. Currently, the pt has been on antibiotics for 3 days and there is still redness. In a f/u (B)(4) stated that dr. (B)(6) reported initial redness followed by swelling, "for this reason he treated with antibiotics". Pt's recovery status was not reported.

Manufacturer narrative:
The device history records were not reviewed as the lot number was not provided.